Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h11. Visual examination of the provided images identified the tibial tray and associated components have biological debris attached. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately two (2) years post-implantation, diagnostic images revealed a loosened tibial component. Subsequently, the patient underwent revision surgery to replace the affected device where the surgeon noted no ingrowth on the surface of the tibial tray. Due diligence is complete as multiple attempts have been made; all available information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: femur trabecular metal cruciate retaining (cr) standard porous: catalog#: 42502807001, lot#: 65313676; articular surface medial congruent (mc) left 11 mm height: catalog#: 42512100911, lot#: 65542086; nexgen complete knee solution, trabecular metal standard primary patella: catalog#: 00587806535, lot#: 65537662. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the customer retained the device. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.